Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the delivery wire, and introducer sheath were not returned for this complaint. The main coil was found kinked and stretched. No more damages were found. Microscopic inspection of main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil revealed the components were within specification except the number of distal fiber bundles and proximal fiber bundles which were less than the specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil could not advance and deploy. A 15mm x 40cm interlock 35 coil was selected for use. During procedure, it was noted that the coil could not be advanced and deploy. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.